Manufacturer narrative:
Follow-up #1 (submission (B)(4) 2012)-correction: lifescan completed device evaluation on the returned meter on (B)(4) 2012 and not on (B)(4) 2012 as previously reported.

Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging an unspecified error message. The error message was not reproducible during troubleshooting with customer support. This complaint was initially ruled out because the reporter was able to conduct a successful test during troubleshooting. In addition, there was no report of patient impact associated with this complaint. On (B)(4) 2012, lifescan completed device evaluation with the test strips and meter involved with the complaint. Investigation confirmed that an 'error 4' occurred in the meter's error log; however, the error was not reproducible during investigations. An 'error 4' did occur with the returned test strips. This complaint is now being reported due to the failed device evaluation results.